Manufacturer narrative:
(B)(4). We received one used, almost completely filled easypump ii lt 100-50-s without packaging (according to the customer contaminated with a cytostatic drug). The received sample was taken to a visual inspection. In as-received condition the white clamp is missing. The original wing cap was not anymore on the patient connector; the patient connector was capped with a red combi stopper. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues of solution (liquid) at the patient connector respectively inside the combi stopper. Moreover, the sample was taken to a functional test respectively a leak test was carried out. After starting the pump (removing the red combi stopper) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): by filling/adding the pump with 5-fu from accord, the pump did not infused in the period 48 hours.

Manufacturer narrative:
(B)(4). Statement from manufacturer: define: received one piece of used, filled of easypump ii lt 100-50-s in open packaging. As received condition, no clamp clip was observed at the pump and the original wing cap has been replaced with red closing cone. Big top cap was opened and discofix cap was removed. No solution/crystallized residue at filling port. Additionally, detected crystallized residue at male luer lock. Complaint sample was then tested with functional test. Red closing cone was removed. No flow was observed. Complaint sample was then left for 10 minutes. The pump remained not flowing. No other deviation was observed at the pump. Analysis: complaint sample was then dissected by section to investigate the possible contributor of blockage. Complaint sample was dissected at point a (microbore tube; before male luer lock). Immediately observed flow of solution. Conclusion: the complaint sample was blocked most potentially by the crystallization residue observed at the pump. Therefore, the complaint is classified as not judgeable. Corrective measures regarding blockage due to crystallization have been initiated and are documented under CAPA (B)(4).